Event description:
A funeral home reported a pt death. The cause of death and the relationship between the pump and the death were unk. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.